Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). An additional creatinine jaffe gen.2 reagent lot number 82689701 with an expiration date of 30-jun-2026 was provided. The customer determined that there was a sample probe clot and removed it. A field service engineer (fse) replaced the seal set and decontaminated the sample flowpath. The fse performed verification with a successful air purge and mechanical checks and precision checks. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine jaffe gen.2 results from the cobas c 503 analytical unit. Sample 1's initial result was 0.5 mg/dl, then was accidentally repeated with a result of 1.3 mg/dl and another repeat result of 0.5 mg/dl. The result of 0.5 mg/dl was deemed to be correct. Sample 2's initial result was 2.89 mg/dl, and the repeat result on another analyzer was 0.37 mg/dl. The repeat result was deemed to be correct. Sample 2 was repeated because there was a delta flag in the middleware that held the result for the lab to verify. Sample 3's initial result was 4.10 mg/dl, and the repeat result was 0.9 mg/dl. The initial result was repeated due to the doctor questioning it.